Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-jul-2022. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of a glucose injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.